Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the lead was explanted . Therapy has been restored with the existing leads and new ipg.

Manufacturer narrative:
It was reported to abbott; during an ipg replacement procedure, the physician planned to explant and possibly replace one or more leads. It was reported both ipgs were inoperable and the system would not be interrogated. It was initially reported during the (B)(6) 2020 procedure; 3 leads were removed. Only one ipg was implanted. On (B)(6) 2020 it was clarified that the patient had both 3186 octrode leads explanted. The cervical paddle lead model 3264 and the two model 3156 quattrode leads remain implanted and connected to the replaced ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete initial reporter information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-33474, 1627487-2020-33475, 1627487-2020-33476, 1627487-2020-33478. It was reported that the patient may undergo surgical intervention against the leads at a later date due to an unknown reason. Additional information is not available. It is unknown which leads will be explanted or replaced, therefore all leads are being reported.

Manufacturer narrative:
Corrected data e1 initial reporter information was completely filled out. Corrected data g3 should have been (19 oct 202 in previous supplemental report instead of 29 nov 2020.